Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. A total of 100 retained samples were visually inspected with no issues identified. Additionally, 10 retained samples underwent functional testing and no tube push off was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: tube push off. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® lithium heparinn (lh) 75 usp units blood, a neurosurgery nurse encountered a needle and blood collection tube separation during patient phlebotomy. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® lithium heparinn (lh) 75 usp units blood, a neurosurgery nurse encountered a needle and blood collection tube separation during patient phlebotomy. No adverse impact was reported regarding the patient or user.